Event description:
Customer called to report high blood glucose. It was stated that the driver arms and the e-clip were loose. Troubleshooting was performed. Pump tested ok and insulin exited. High blood glucose was treated with a manual injection. Device was not dropped, bumped or exposed to moisture.